Event description:
Baxter reported an infusion pump with a "noise, like a short circuit" amd smoke coming out of the pump at the facility. In addition, "a burn stain on the patient's hospital bed" was found. The pump was being used on an intensive care unit patient who was being transferred to another room. The nurse unplugged the pump and"put the cable of the pump on the handle of the bed, then heard the sound" "like a short circuit". No patient injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status, medication involved, and set up of the infusion device.

Manufacturer narrative:
Evaluation summary: evaluation of the device was performed by baxter. Operational tests were performed and the device funtioned properly. All performance tests were within specifications. During visual inspection of the device, possible residues of a short circuit on channel c electronics and on the internal side of the pump bottom plate were found. Should additional information becomes available, a follow up report will be filed.